Event description:
Pt's mother called and reported that her daughter after injecting nutropin and removed pen needle (31gx5/16 in short bd) fell out of the needle cap. Different daughter stepped on pen needle. Mother concluded pen needles must be defective.